Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was received at 130mmh2o. The valve was visually inspected and no defects were noted. The valve was tested for programming and passed the test. The valve was irrigated with purified water. No occlusion was noted. The valve was dried and leak tested. No leaks were noted. The device was also tested for reflux and pressure and passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock. No root cause could be determined as no problem was confirmed. The valve functioned. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: (B)(4).the medos valve was implanted in the year 2012 to drain a cyst and it was calibrated at 100mmh2o. After few months from the intervention. The valve was calibrated at 200 and gradually at 160( at this setting, patient's response was good). The last week, the patient suffered a high headache and so, the pressure was modified at 150mmh20 (with the old programmer of the facility and without any checking radigraph). The (B)(6) 2014, the patient had a violent cephalalgia: the cat showed an increase of the cyst. For this reason, the valve was re-programmed again at 150mmh20 and afterward was made a checking radiograph: the calibration revealed was 60-80mmh20 e not 150. (B)(6) 2014, additional information from the affiliate stated: the product is still implanted. I received yesterday evening the product code and lot number: product code: 823164, lot number: cmmbg0. Please be aware that the device will be explanted. So may you give me the correct return address for the analysis? Additional information from the affiliate stated: yes the device will be returned. I¿m waiting wi-doc document from the product specialist to ship the device!

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.